Event description:
It was reported that the patient was hospitalized for fever, agitation and increased tone. The pump was replaced 2 months prior to the report (please refer to manufacturer report # 3004209178-2013-22013) and that patient had seemed to do a little better but not to where they wanted him to be. ¿a few weeks ago¿ the patient was seen by the healthcare provider (hcp) and was given a 300mcg bolus with no results. The patient also had a refill at that time and the reporter was unsure if there was a volume discrepancy. It was noted that during a refill in (B)(6) 2013 there was no volume discrepancy. Over the course of the week prior to the report the patient was diagnosed with a urinary tract infection (uti) and clostridium difficile (c. Diff) and the reporter was thinking they were related to the increase in symptoms. The patient¿s creatine kinase (ck) was 100 and the reporter stated he was ¿in a little rhabdo (rhabdomyolysis).¿ the device system delivered baclofen. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2004, product type catheter. (B)(4).